Event description:
Pt is receiving treatment on highly malignant non-hodgkins lymphoma. The treatment includes 3 cycles of high dose chemotherapy with autologous stem cell support given after each cycle. First therapy cycle: (mfg. Report# 1420141-2002-00062) the peripheral stem cells collection was performed, and the stem cell product was frozen in 2 cryocyte containers (the total cd34 positive cell dose was 5.13 x 10^6/kg). The pt received the first cycle of high dose of chemotherapy and was reinfused in 2002. During the reinfusion, it was discovered that both cryocyte containers were broken. The stem cells from the broken bags were transplanted because there was no other stem cell product avail. For engraftment. The sterility control of the product was cultured and found positive 4 days later. Then it was sent to a special lab for identification. The results were reported back to the hospital the following month. Fourteen days later the first baxter employee was notified that the sample taken from the stem cell product tested positive for bacillus sphaericus. The pt developed a fever after transplantation, but tested negative for bacillus sphaericus. Pt received no additional antibiotics. Pt engrafted appropriately without sequelae. Second therapy cycle: the pt was mobilized and collected again (as a part of the treatment protocol). The peripheral stem cell collection was performed in 2002, and the product was frozen in 2 cryocyte containers. The plan was to transplant the stem cells from 1 cryocyte bag after the second cycle of the high dose chemotherapy and reserve the other bag for the transplantation after third high dose chemotherapy cycle. However, one bag was found broken when the cassette was opened before the reinfusion in 2002. The remaining bag was transplanted after the second high dose chemotherapy (the total cd34 positive cell dose was 5.62 x 10^6/kg). The pt engrafted appropriately. Because of the breakage, the second bag was rejected and the pt required additional mobilization with gcsf (granulocyte stimulating factor) and collection of peripheral stem cells within the third therapy cycle, which was performed 11 days later. The pt was reinfused with the last stem cell dose on 11/8/2002, and is currently progressing as expected with absolute neutropenia and fever.